Event description:
During review of the in-house programming/diagnostic history database, it was observed that initial interrogation on (B)(6) 2003 resulted in settings that were indicative of a faulted system diagnostic test occurring. There is no programming or diagnostic history from date of implant of the patient¿s generator ((B)(6) 2003) through (B)(6) 2003. The physician corrected the settings on the clinic visit on (B)(6) 2003. It appears likely that the faulted system diagnostic test occurred on date of implant, but this cannot be confirmed. The device manufacturer recommends to keep the device programmed off (as the device was found on (B)(6) 2003) for a couple weeks after implant. No patient adverse events were reported.

Manufacturer narrative:
Review of the available programming and diagnostic history.